Manufacturer narrative:
E1: patient city - (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states it was reported on (B)(6) 2024 that the patient was hospitalized due to low blood glucose level of 67mg/dl. Patient was admitted for less than 24 hours and orange juice was given to treat low blood glucose level. This event occurred on (B)(6) 2024 . No further information available.